Event description:
The pt was implanted with an obtape transobturator sling. Subsequently, according to the pt's attorney, the pt suffered infections, abscesses, erosion and scarring. Pt has and will continue to experience mental and physical pain, suffering of multiple surgeries and sustained permanent injuries. The date of implant was (B)(6) 2005. No other information is available.